Event description:
It was reported that an infusor leaked. This issue occurred right after the device was filled with 5% glucose, as it was disconnected from the injection site. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was returned and is in the process of being evaluated. Visual inspection found no abnormalities that could have caused the reported event. Functional leak testing did not identify the reported leak. The initial evaluation could not confirm the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the root cause could not be determined.